Event description:
Caller reported air bubbles or gaps in the system specifically located in the infusion set tubing, which were observed during pumping. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Despite the presence of large air bubbles, the customer was able to resolve the issue, resume insulin therapy, and acknowledged the solution.